Event description:
The patient desired to be weaned off the pump due to the distance required to obtain pump management/refills. It was stated that he had a heart attack due to being weaned too fast and the stress associated with withdrawal. The date of the heart attack was not provided. It was noted that he also had a fentanyl patch. The pump contained hydromorphone and bupivacaine. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: 2010-(B)(6), product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), (B)(4).

Event description:
Additional information received reported that the pump also delivered morphine. Additional information had been requested, but was not available as of the date of this report.